Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noisy signals leading into inappropriate shocks. An xray was performed, and it showed the lead insertion was good, and no evidence of fracture was noted. The noisy signals were attempted to reproduce but unsuccessful, nonetheless myopotentials were noted. The electrode was reprogrammed, and the system remains in service. The plan is to perform a patient initiated interrogation (pii) and it was recommended to limit activity over the weekend, specifically activity that would engage muscle/cause muscle noise and possible oversensing for sustained periods. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noisy signals oversensing leading into inappropriate shocks. An xray was performed, and it showed the lead insertion was good, and no evidence of fracture was noted. The noisy signals were attempted to reproduce but unsuccessful, nonetheless myopotentials were noted. The electrode was reprogrammed, and the system remains in service. The plan is to perform a patient initiated interrogation (pii) and it was recommended to limit activity over the weekend, specifically activity that would engage muscle/cause muscle noise and possible oversensing for sustained periods. Additional information was received which indicated that no additional tachy transitions were seen in the patient-initiated interrogation. There was noise but stable. The plan in to continue to follow closely on latitude. No adverse patient effects were reported.